Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The device could not be interrogated using rf telemetry due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Prior to attempted implant, the device could not be interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.